Manufacturer narrative:
Device evaluation: 1 x oacl-10-9 device of lot number c1690535 was unavailable for return to cirl for evaluation. Document review including IFU review: prior to distribution oacl-10-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for oacl-10-9 of lot number c1690535 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1690535 the instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and in the precautions section ¿do not use this device if stent cannot advance through strictured area¿ the user states ¿the device was never placed in the desired location. The problem occurred before introduction into the bile duct.¿ and ¿the prosthesis was inserted into the endoscope, but it fractured when the doctor tried to introduce it into the bile duct.¿ the user also confirmed that the device did not fracture but kinked. The user stated that the short wire technique was used however it was confirmed with engineering that the user could not have as the device does not contain an ide port. It was also noted the user mixed up the port names on the device when it was stated ¿it does not have a proximal wire port¿ however from the information provided it seems that the correct steps were still followed up until the point of the device kinking as such user error was not considered as a probable root cause. Root cause review: from the information provided it was concluded that the stent of the device kinked during the introduction from the endoscope to the bile duct. A possible root cause for this could be attributed to the stent becoming caught on the elevator of the scope while advancing. It¿s possible that some portion of the endoscope working channel was constricted and impinged on the stent as it passed through such as the elevator mechanism of the endoscope. It was also noted that the endoscope model and working channel size could not be confirmed to the kinking of the device. Summary: complaint is confirmed based on customer testimony. According to the information received, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the ercp procedure, the prosthesis "fractured". It was necessary to use another prosthesis to finish the procedure. No adverse effects to the patient reported.